Event description:
It was reported that the patient collapsed due to cardiac arrest and was unresponsive. Paramedics administered CPR. The patient was apneic and pulseless; rhythm was pulseless electrical activity. Intubation was performed, ventilated oxygen administered and IV fluids and epinephrine were given. Patient was externally defibrillated twice; post-shock rhythm was asystole. Patient was pronounced deceased. There is no known allegation from a healthcare professional that suggests the death was device related. No additional information was available.